Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board. Analysis was unable to test for unexpected restart alarms due to blank display. The insulin pump had cracked battery tube threads, reservoir tube lip and case window display corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 4.7 mmol/l at the time of incident. The customer stated that the anomaly persisted after several battery changes. The insulin pump will be returned for analysis.